Event description:
It was reported that during gyn procedure, the valve tore. No patient consequence was reported.

Manufacturer narrative:
Date sent: 11/2/2007. Evaluation summary: the instrument was noted to have the iris valve and sleeve torn and sutured together. The damage starts on the outside edge of the lower protective ring. No other physical damage was noted on the returned device. A potential cause for this kind of damage is the contact of a sharp device with the plastic membrane. For this reason the instructions for use indicate the following: "do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur." And "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes." No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.